Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post device replacement, intermittent capture was noted on telemetry. Unstable and high thresholds were also noted. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.